Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding and was not able to complete priming. The up arrow button was allowing for navigation. Customer's blood glucose was 400 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer reported that buttons began to respond. Customer was advised to monitor insulin pump.